Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for investigation. The reported issue could not be reproduced and the device was found to be working within specifications. However, based on previous investigation results on similar cases, the most likely root cause of the reported failure is an intermittent faulty connection between the two clamp boards. Thus, the clamp boards will be replaced as potentially involved components. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during setup a s5 erc tubing clamp / 620mm gave an arterial clamp defective error message and the open/close function buttons on the centrifugal pump (cp5) control panel disappeared. After resetting the machine several times the clamp was connected again. Reportedly, when the perfusionist started up the machine a few hours later, the connection was lost again.there was no patient involvement.